Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and a plastic stringlike piece was observed. At the end of the procedure, when they pulled out the octaray catheter, they noticed a plastic stringlike piece attached to the base of the splines. Unraveled like a sweater unraveled. They had no issues with the catheter during the procedure. No patient consequence reported. The catheter was brand new from biosense webster, inc. Box packaging. Additional information was received. Does not believe that there were wires exposed. Did not result in any lifted or sharp rings. The physician never mentioned any resistance. It was not known if the device was pre-shaped. The plastic stringlike piece issue was assessed as MDR reportable under the vizigo sheath.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The picture investigation details. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, it is observed a plastic thread entangled to the tip of the octaray catheter. This material could be related to the polytetrafluoroethylene (ptfe) component that is part of the inner diameter of the vizigo sheath and may have been the related to the handling of the devices during the procedure. The vizigo was not included in the evidence submitted by the customer; however, this cannot be conclusively determined. The lot number was not provided; therefore, the device history record evaluation cannot be performed. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate investigation findings term/code not available (c22)¿ represents photos. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).